Event description:
The sgw stabilizer plus wire did not coil completely at the connection of the shape section and the tip section (was not wrapped by the steel wire). This was noticed after the wire was removed from the package. The wire was removed from the distal end. The package was intact before it was opened. The product was not clinically used in the patient.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.